Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16sep2019. This device was not evaluated by a philips employee. The customer resolved the reported issue. The customer conducted troubleshooting with technical support over the phone. Reportedly, it was determined that the gasket was missing from the test syringe. Technical support provided the part ID for the new fitting. At a later date, the customer reported that the issue was resolved. Reportedly, technical services assumed that the customer ordered the new fitting since they stated that the issue was resolved and the part ID was previously provided. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that a v60 ventilator was failing the leak test during performance verification testing (pvt). The ventilator was not in use on a patient at the time of the reported event.